Event description:
This 40 year old woman has had a previous pectus excavatum repair in childhood. She had maldevelopment of her breasts and underwent reconstruction with bilateral subglandular silicone gel implants in 1975. She presents at this time with bilateral capsular contractures and presents for implant removal, capsulectomy, and replacement with saline implants.